Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device does not recognize when the therapy cable is connected and it not able to charge or shock. As a result, defibrillation therapy may be unavailable, if needed.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to the internal therapy connector being disconnected from the therapy pcb. Physio resolved the issue by reassembling the device. After observing proper device operation though functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device does not recognize when the therapy cable is connected and it not able to charge or shock. As a result, defibrillation therapy may be unavailable, if needed.